Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer reported that there was a fluid leak of unknown volume and was not contained. The leak was at shear valve vl85/87. The customer reported that the light scatter was high. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer initially called for assistance in troubleshooting high scatter. Customer technical support (cts) advised the customer to perform various f- functions as well as a bleach cycle. The customer did not report any further light scatter issues; however she called back to report excessive dried diluent on and below shear valves. The field service engineer (fse) evaluated the instrument and replaced a leaky shear valve resolving the diluent leak and error messages. Identification of failure modes: failure mode is related to a leaky shear valve vl85/87. No erroneous results were associated with this event. Upon recur of the failure mode at shear valve vl85/87, it is likely to cause un-flagged, flagged and or non-numeric results for the differential and reticulocyte parameters due to improper segmentation of the sample and/or sample carryover. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).